Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that a revision surgery was performed using the blueprint planning feature. The revision involved removal of all implants except for the stem, which was well-fixed. The shoulder was converted back to a reverse configuration using a tornier glenoid matched at size 36 with reunion humeral components. The revision was prompted by suspected infection and possible glenoid loosening. Cultures were taken during the procedure to assess for infection.